Manufacturer narrative:
Explant due to mitral regurgitation was reported. The investigation found cusps 1 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of cusps 2 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 31mm epic mitral valve was implanted in a patient. It was later reported on an unknown date, mitral regurgitation was observed due to transvalvular leak. It was then decided to perform a surgical valve replacement procedure on (B)(6) 2023. The 31mm epic valve was explanted and non-abbott valve was successfully implanted. The patient status was reported as stable.